Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic, device interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable with no complications noted.